Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2025 due to plantar discomfort at the mtp (metatarsophalangeal) joint. The patient's bones were completely fused/healed. Additional information indicates a bone spur was removed from an ip (interphalangeal) joint. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the available information, the most likely cause cannot be determined due to the limited information provided, and no device being returned. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2025 due to plantar discomfort. The patient's bones were completely fused/healed. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.